Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that a 100a "data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The field service engineer (fse) evaluated and the device and observed a 100a "da pcba adc reference failed" error in the log. The fse was unable to duplicate the issue but confirmed correct 3.3v in diagnostics and 2.5v on data acquisition (da) printed circuit board assembly (pcba). The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.